Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen calibration had failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that touchscreen calibration had failed. A service proposal was sent for onsite service but was later cancelled by the customer. No further work was by philips. A service proposal was sent for onsite service but later cancelled by the customer. No further work was by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.